Event description:
This 48-year-old female underwent bilateral augmentation mammoplasties with insertion of silicone gel implants in 1981. The procedure was performed at another facility, therefore, this reporting facility does not know the name of the MFR of these implants. The pt developed signs and symptoms of fatigue, personality changes over the last 10 years, plus pain from the hardness of the implants and wishes them removed. Gross: both implants are ruptured and exuding sticky substance. Capsule exam shows fibrosis, foreign body material, and foreign body reaction.